Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found extensive damage distally to the stent, including distortion and elongation of the distal segments over the balloon cone and onto bumper tip. Proximal stent damage was also evident with segments raised upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed, there was no evidence of balloon damage along the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft length. A visual and tactile examination found no issues with the shaft polymer and extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2016. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.0x20mm maverick balloon catheter was used for predilation and a 32mmx2.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.